Event description:
It was reported that the right ventricular lead was fractured. About three months earlier, noise compatible with a lead fracture was noted on interrogation, but the noise could not be reproduced in the office. The patient returned for an interrogation and noise was noted again and this time it was reproducible. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance; the maximum ventricular pacing impedance rose from 456 ohms the week ending (B)(6) 2014 to greater than 1200 ohms the week ending (B)(6) 2014. Oversensing was also noted as there were episodes with v-v cycle lengths of less than 220 milliseconds recorded between (B)(6) 2014 and (B)(6) 2014. Twelve thousand one hundred and one (12101) of the 13129 lifetime ventricular short interval counts (v-sic) were recorded beginning (B)(6) 2014. Finally lead integrity alerts were triggered on (B)(6) 2014 due to the requirements being met for non-sustained tachycardia and v-sic and also two lead noise alerts were triggered on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).